Event description:
The surgeon performed a medial unicondylar knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) on (B)(6) 2010. After preparing the femur and inserting the planned femoral trial, the surgeon observed that the placement of the trial appeared to be a few centimeters anterior to the planned position. As a result, the surgeon decided to complete the procedure manually and use the femoral component from a competitor's uni-knee system in combination with mako surgical's tibial components.

Manufacturer narrative:
As part of normal complaint follow-up, an eval was performed by mako surgical with regards to the robotic arm interactive orthopedic system (rio). The results of the eval revealed that the likely cause of this issue is inadvertent movement of the femoral tracking array during the procedure. The rio system's session files as well as the associated instrumentation were evaluated and found to be fully functional. All cases since this particular issue was reported have been successfully completed.